Event description:
The patient is reportedly experiencing headaches and dizziness. External equipment was exchanged; however this did not resolve the issue. The surgeon noted the position and angle of the implant looks different when compared to an x-ray taken back in 2003. Revision surgery is under consideration.